Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 407652 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was unable to interrogate with wireless telemetry after multiple shocks from earlier today. It was undetermined whether the shocks were appropriate since the wireless telemetry interrogation was unsuccessful even with manual device selection. The telemetry showed several episodes of ventricular fibrillation (vf) and the attending staff reported shocks. It was suspected that battery depletion resulted in the unsuccessful interrogation. The device remains in use. No patient complications have been reported as a result of this event.